Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim user guide: "remove the used cartridge and install a filled cartridge. Tap unlock icon when completed. Tap next to continue."

Event description:
It was reported that a cartridge alarm 25 occurred during the load process. Reportedly, the customer stated that they may have removed/added a cartridge after selecting the unlock icon and next. Also, it was reported that multiple cartridge change error messages occurred with multiple cartridges. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.